Event description:
This case was reported by a consumer and described the occurrence of parkinson's disease in a (B)(6) male pt who used super poligrip extra care with poliseal (formula (B)(4)) as a denture adhesive. A physician or other health care professional has not verified this report. Concurrent medical conditions included diabetes mellitus type 2, high blood pressure and high cholesterol. Concurrent medications included simvastatin (zocor), lisinopril and calcium citrate (citracal). Approx four to five yrs prior to reporting, the pt began using super poligrip extra care with poliseal. An unk time later, the pt experienced slowed gait with an impairment in walking, muscle soreness and dizziness. Approx two months prior to reporting, the pt was diagnosed with parkinson's disease. This case was assessed as medically serious by gsk. The pt was treated with rasagiline mesilate (azilect). Treatment with the zinc-containing formulation of super poligrip extra care with poliseal was discontinued. At the time of reporting, the pt was using the zinc-free formulation of super poligrip extra care with poliseal. The muscle soreness and dizziness had resolved, and the other events were unresolved. Super poligrip extra care with poliseal is MFR in (B)(4), and the product was not available.

Manufacturer narrative:
(B)(4). Additional lot#: x09284.